Manufacturer narrative:
(B)(4).

Event description:
It was reported the parkinson¿s disease patient had experienced therapy coverage issues for several weeks prior to report. Impedance testing found high impedances with the patient¿s implantable neurostimulator (ins). The patient¿s right side impedances ranged from unipolar values of 1140 ohms to bipolar impedances of 14000 ohms. The left side impedances were reportedly above 12000 ohms for all combinations, except the unipolar electrode 6, which had an impedance of 1455 ohms. The patient was reprogrammed as a result of the event. It was noted the patient¿s programmer had displayed the error code ¿0064.¿ a supplemental report will be filed if additional information is received.